Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode has dislodged and moved from its original implant position. Surgical intervention was performed and the electrode was repositioned and remains in service. No additional adverse patient effects were reported.